Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Covidien reference: (B)(4). One endobronchial tube was received for investigation. A visual inspection was performed and found that the shape of the unit was altered by a stylet wire. Further examination showed air contained in both cuffs. The stylet was removed and air was removed from the cuffs. The stylet was replaced, the cuffs were inflated and the bronchial cuff completely deflated without any issues. However, the tracheal cuff would not completely deflate. The stylet was again removed and both cuffs were inflated and deflated three times without any issues or restrictions observed. The tracheal cuff was found to not completely deflate when testing the tube with the stylet wire present. The customer reported malfunction was verified. However, inflation and deflation tests are performed in all products. All manufacturing controls were reviewed and found acceptable and effective to detect the reported failure mode at the time of manufacturing.

Event description:
It was reported that during testing, a physician was unable to deflate an endobronchial tube cuff. No patient involvement was reported. There is no report of death or serious injury associated with this event.